Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced itching, redness, swelling and infection at the sensor site. The customer removed the adc device and self treated by disinfecting with dakin's solution and biseptine, then a dressing was applied with fusidic acid (antibiotic- prescription medicine) for the issue. There was no report of death or permanent impairment associated with this event.